Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was malfunctioning and the screen started displaying the red warning. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.